Event description:
It was reported that the patient presented for a generator change. Prior to the generator change fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. The lead was removed and replaced. The patient was stable.